Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an fg.011 air in line false alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated on-site by a field service technician. This is an ancillary service event. The root cause of the air in line alarm was determined to be an air sensor out of calibration. To correct the condition, the air sensor was calibrated. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.